Event description:
It was reported that the electrode continued to function a few seconds after the footswitch had been stopped. It was further reported that 2 new footswitches had been used and both did not function as intended. It was further reported that when a demonstration footswitch belonging to a company rep had been used, the electrode functioned as intended.

Manufacturer narrative:
Additional info will be provided once the investigation is completed. (B)(4) was also implicated in this event.